Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery alert or insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display noted. However, the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarm found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl and 214 mg/dl. The customer did not experience any symptoms and treatment such as a result of high blood glucose. Customer states insulin pump had insulin flow block alarm and insulin did exit. The insulin pump will be returned for analysis.